Manufacturer narrative:
Device evaluation follow-up #1 submitted 03/08/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed" no cartridge detected- and a "loss of prime" with a zero force warnings in the black box, but was unable to duplicate the complaint. The pump powers up normally and passes "ez-prime" steps, and primes successfully with no alarms. Force sensor calibration reading is within specification. The pump was opened the power flex and the force sensor were tested. No defects or moisture ingress were observed. Old grey tape and the force sensor flex pins were intact, no dislodging or damage observed on the pins.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the pump emitted approximately 10 no prime warnings in the last week. The reporter stated that she will go through a cartridge change and a full rewind, load and prime with each warning. The reporter stated that with the last alarm and rewind this afternoon she received a no cartridge detected warning and called animas for assistance. There were no alarms reported prior to no prime warnings. The reporter confirmed there were no visible cracks to the pump casing, no change in force or temperature. The reporter stated that the battery and cartridge caps are secure and the yellow o ring was not visible. There is no reported adverse event with this complaint. This report is made based on the allegation of the load step malfunction issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.